Manufacturer narrative:
Unique device identifier (UDI)- ((B)(4). Microsensor was not returned for evaluation, therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the microsensor was showing incorrect values:the microsensor was implanted on (B)(6) 2020; it was able to be zeroed and showed normal pressure once implanted. When the patient came back to the ward and was reconnected with the icp it displayed a reading of -99 mmhg. The physician switched out the icp monitor with a new one which still showed a reading of -99 mmhg. On (B)(6) 2020 the physician retrieved the microsensor and monitoring was stopped.